Event description:
Medtronics neurostimulator was removed, after the dr thought he had encephalitis because of the symptoms. It was the k10 which is not tested in the united states. I feel his health was put at risk by the FDA. I don't think untested medical equipment from other countries should be put into americans. Battery was tested in (B)(6) hospital in (B)(6) 2017. And tested bad and medtronics again in 2018. But there was a distal pc missing and they said it was ok. Then medtronics kept it.